Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: device migration; implant malposition.

Event description:
Healthcare professional via national breast implant registry (nbir) reported "device migration" and "implant malposition". This record is for the left side. Device was explanted and replaced. Return status is unknown.